Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform, that there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacture, this issue of a broken bottom right corner keypad is not likely, to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
During the device evaluation, the insufflation unit exhibited a crack on the lower right hand side of the front panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.